Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: kwp, kwq. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown surgery (l5 left) performed on (B)(6) 2023. After the surgery, removal surgery was performed on (B)(6) 2024. In the surgery it was confirmed that the screw in question was broke off near the screw neck. The diameter is 6.0-40 mm, and it has already been injected with 1 cc of cement. Since the tip cannot be removed without cutting a large amount of bone, there is no fear of metallosis, so it was left in the body as it is. The surgery was completed successfully with no surgical delay. This report involves a expedium verse spine system fenestrated cortical fix polyaxial screw 6.0 x 40mm. This is report 1 of 1 for (B)(4).